Event description:
Patient here for bone biopsy for l-2 vertebral body. Following biopsy, bonopty penetration cannula could not be removed from vertebral body and subsequently broke off below skin surface. Multiple unsuccessful attempts were made to remove cannula, however, approximately 1/3 of the 9.5 cm cannula remains lodged in the l-2 vertebral body.